Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. One moses 550 dfl fiber was received for analysis in one piece. Microscopic inspection of the tip indicated it was in good condition. Visual inspection of the fiber body did not exhibit any breaks. The fiber connector exhibited burn marks. The fiber was connected to vp20 system, and the aiming beam was dim. Based on all available information and objective evidence from the product analysis being unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected.

Event description:
It was reported that during the procedure, the fiber made a popping sound and turned red after being inserted into the laser. There were no patient complications.

Event description:
It was reported that during the procedure the fiber made a popping sound and the red light was observed in the fiber body. After being inserted into the laser. There were no patient complications.

Event description:
It was reported that during the procedure, the fiber made a popping sound, and the red light was observed in the fiber body after being inserted into the laser. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. One moses 550 dfl fiber was received for analysis in one piece. Microscopic inspection of the tip indicated it was in good condition. Visual inspection of the fiber body did not exhibit any breaks. The fiber connector exhibited burn marks. The fiber was connected to vp20 system, and the aiming beam was dim. Based on all available information and objective evidence from the product analysis being unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected.